Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported stent dislodgement was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a mildly tortuous, moderately calcified, right iliac artery intervention, the 8.0 x 39 mm omnilink elite stent dislodged from the stent delivery system (sds) prior to crossing the lesion. The dislodged stent was removed with a snare. Another same sized omnilink elite stent was used to complete the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.